Event description:
It was reported that the patient with this pacemaker system experienced a syncope episode. Upon further review, the right ventricular (rv) lead was suspected to exhibit loss of capture (loc) and high capture thresholds. Additionally, the patient's heart rate was 40 beats per minute (bpm) for 30 seconds. A lead revision was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.